Event description:
It was reported that a patient underwent a hip revision approximately 16 months post implantation due to the liner component fracturing. During the procedure it was found that the shell was deformed and there was metallosis and joint dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006525, bone screw, j7097559. 00625006520, bone screw, j7133077. Unknown stryker head, unknown part and lot. Unknown stryker stem, unknown part and lot. Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01261.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g3; h2. Correct: d1; d4(catalog number); g4.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Visual inspection of the pictures provided identified the liner to be fractured, the fractured liner identified the head to to get in contact with the shell and cause wear. The shell metal substance was identified on the head. Review of the device history records was unable to be performed as the lot number for the device is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01261-2. Visual review of the liner confirms it is fractured. Nicks, gouges, scratches, and deformation are noted. Fractured edges are worn down. The liner was sent to sem for fracture analysis. Results: the hip liner was significantly edge-loaded due to a dislocation or misalignment, which resulted in high wear and deformation to the liner rim and eventually liner rim fracture. Review of complaint history identified additional similar complaints for the reported liner and no additional complaints for the reported part and lot combination. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.